Event description:
It was reported that the customer getting error codes. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had scratches on lcd display. The customer stated problem was not duplicated. Replaced speaker for preventive measure. Replaced keypad for physical damaged also replaced battery for battery was found faulty during repair. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.

Event description:
Additional information was received which indicated no patient involvement.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5, h6).